Event description:
It was reported that patient experienced ineffective therapy due to migration of the left s2 lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient underwent a revision to address lead migration. The left s4 and left s2 had migrated out of the space. The physician revised both leads. The other two leads and ipg remained in place. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.